Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a drawer failure and was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed to detect on bus. A field service engineer checked in with the customer. The medstation was restarted and powered down for five minutes. The customer then powered the device back up and verified that it was working. The system functioned as intended after the field service engineer repaired the device.